Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having revision surgery from t10-pelvis. The patient had previous hardware t10-s1. It was reported that, surgeon was bending one unid rod in-situ to add lordosis and it stressed fractured. There was no patient harm as the surgeon was bending the rod outside of the patient and it fractured outside of the patient. Procedure performed was oblique lumbar interbody fusion at l2-l3 and l5-s1. There was not enough lordosis in to the rod requiring the surgeon to further bend. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Radiographic image review states, the provided images shows lateral planning x-ray for tlsi fusion. No hardware use present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.